Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified pen needle the safety cover was damaged defective.

Manufacturer narrative:
Investigation: no sample or photo was returned meaning the complaint could not be confirmed and a root cause not determined. The lot# is unknown so a DHR could not be performed.

Event description:
It was reported that an unspecified ultrasafe the safety cover was damaged defective.

Event description:
It was reported that an unspecified ultrasafe the safety cover was damaged defective.

Manufacturer narrative:
¿The supplier notification (B)(4) reporting safety device issue was created in error.¿ other details: it was reported that an unspecified ultrasafe the safety cover was damaged defective. D.1. Medical device brand name: unspecified ultrasafe.